Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings were not functioning and were defective on the battery handpiece/modular device. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes and check of free moving. It was noted in the service order that the device was blocked and had no function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown, however it was reported that the event occurred in 2017. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation update: upon further investigation, it was further determined that the device failed the pretest for check for leakage. If additional information should become available, a supplemental medwatch report will be submitted accordingly.